Event description:
It was reported that this right ventricular (rv) lead was suspected of exhibiting loss of capture (loc). The electrogram (egm) showed premature ventricular contractions (pvcs) occurring shortly after each ventricular paced beat, making it difficult to determine whether true capture was achieved. The patient was asymptomatic. Also, the patient will continue to be monitored. This device remains in service. No adverse patient effects were reported.